Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on the homechoice (hc) machine. The hp was uncertain what happened, but he remembered trying to disconnect and trying to restart therapy and found himself in prime. The technical service representative (tsr) reviewed the alarm log on the hc and found the system error 2240 and an unrelated alarm. The tsr assisted the hp in clearing the alarm and ending therapy. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.